Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer with an implantable drug infusion pump indicated for lumbar radiculopathy and spinal pain. The pump contained an unknown brand of baclofen and morphine at unknown concentrations and doses. It was reported the patient moved to (B)(6) and tried to find a health care provider (hcp). The patient stated she was waiting for her managing hcps office to get paperwork to the hcp in (B)(6). Her alarm date was the end of (B)(6) and the managing hcps office wouldn¿t send her paperwork over. She had had issues with the pump running out of medication before and she was hospitalized. That happened (B)(6) 2015. The patient stated it was a scheduling issue, and she was seen over a month past her alarm date; she went through withdrawal. The patient stated the pump was refilled, and the issue was resolved. The patient noted she had an hcp in (B)(6), but they need the paperwork. No interventions were mentioned. The patient called back stating the manufacturer¿s website wasn¿t working. The patient was then able to pull up the correct website.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.